Event description:
Implantation: (B)(6) 2002 with the adjustment 140mmh2o. Explantation for the reason of a shunt dysfunction on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.